Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: patient was implanted with trilogy shell - biolox head on (B)(6) 2016 and experienced swelling and calf dvt. She experienced hematoma which was evacuated. Review of received data: - surgical report of implantation is available for review: according to the surgical notes dated (B)(6) 2016 : a 54mm trilogy shell was impacted into position. Complete tight fit was not seen. Two screws were then placed for additional fixation. This locked the cup into position. The cup was placed in 20 degrees of anteversion and 40 degrees of abduction. The longevity liner was then impacted in position. It should be noted that the cup was bottomed out. For femur, the surgeon tried to place a #13 but it did not fully seat and then he tried with #12.5 kinectiv femoral stem which was impacted into positon. Excellent fit was noted. A 36mm biolox delta head was attached to letter j2 neck. This was impacted into stem. Hip was reduced, excellent stability was noted. No other complications were noted. Surgical report of revision due to recurrent dislocation dated (B)(6) 2017 is available for review: in the history of the patient following adverse events are reported: the patient had a thp implanted in (B)(6) 2016. After implantation, when she was discharged to home, she developed swelling in her leg and she was diagnosed with calf dvt. The patient had been anti-coagulated with coumadin, but was then over anti-coagulated with xarelto. The patient developed a wound hematoma which was evacuated on an unknown date. The patient had a staph aureus infection which was treated with prolonged antibiotics. The patient was doing well until she fell in her home. The patient suffered a dislocation of the hip and was brought to the hospital and treated with closed reduction. The patient did well but has suffered of additional two dislocations, which were also treated with closed reduction. Due to recurrent dislocation, the patient underwent revision on (B)(6) 2017. No more information about the dates when the events occurred or any other details. In the intraoperative findings of revision surgery it is noted that the patient has very thin stretchy soft tissues around her hip and thing muscles (gluteus maximus, tensor fasciae latae). Additionally, during surgery, after trialing with good stability, a 32mm biolox head with a j2 neck was implanted. After hip reduction, good rom and adequate stability were noted, however positioning of the head within acetabulum was noted. As a consequence, a change of liner, head and neck was performed and a 28mm cocr head was implanted with a locked liner. - the undated x-rays show a dislocation of the hip, therefore are not relevant for this complaint. The pictures of the explanted liner are not relevant for this case, as they refer to the second revision surgery of the patient treated in (B)(4). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown (product was revised on a later date, reported in (B)(4)). Review of product documentation: - the compatibility check was performed: any zimmer hip prosthesis with kinectiv modular neck technology is designed to be used with a +0 head only. Use of longer heads could lead to fatigue failure of the stem or neck and use of shorter heads could lead to reduced range of motion and component impingement. As the off-set of the head is unknown it cannot be determined if the combination was approved by zimmer biomet or not. - instruction leaflet for endoprostheses list under adverse effects: "other complications associated with surgery in general, with medication, with other instruments used, with blood, anesthesia, etc." . Dvt and swelling are known complication related to surgery in general. Root cause analysis: it is reported that the patient experienced swelling due to dvt and was treated with anti-coagulants. Deep vein thrombosis (dvt) occurs when a blood clot (thrombus) forms in one or more of the deep veins in the body, usually in your legs. Deep vein thrombosis can cause leg pain or swelling, but also can occur with no symptoms. This is a complication of surgery in general. Therefore, the biolox head is not suspected to have led to the reported events. To treat dvt the patient had been anti-coagulated with coumadin, but was then over anti-coagulated with xarelto. Then she developed a wound hematoma which was evacuated on an unknown date. However, all possible causes related to the issues reported are listed in dfmea (biolox delta head dfmea covering the possible ref number (B)(4)). Conclusion summary: with the information at hand it is impossible to determine a root cause for the event as dvt and swelling cannot be related to a single specific failure mode. Dvt and swelling are complications associated with surgery in general. Therefore, the biolox head is not suspected to have led to the reported events. Additionally, the patient developed a wound hematoma possibly due to anti-coagulation treatment. In conclusion, it is probable that the reported events are complications associated with the surgery in general. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a patient was implanted an unknown biolox delta head on (B)(6) 2016 and developed a dvt (deep vein thrombosis) on an unknown date after being discharged from the tha. The patient further experienced swelling and an there was hematoma evacuation on unknown date. No products were revised during this procedure. This is a splitcase with zimmer inc. (B)(6), reference number (B)(4). Note: it is only known that a biolox delta head size 36 was implanted. Without any information about the offset the ref. Number cannot be determined ((B)(4)).